Event description:
The simplygo device was returned to a service center, the device was visually inspected and found device has melted filter. Additionally, the complaint was confirmed for no power, found sieve canister failure and damaged main pca. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.